Manufacturer narrative:
The investigation reviewed the ion-selective electrode check data, and the results were acceptable. The customer did not complain of any other issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable sodium electrode result from one patient sample tested on the cobas c 303 analytical unit. The initial result was 168.5 mmol/l or 169 mmol/l. The repeat result was 140 mmol/l. The repeat result was 139.4 mmol/l or 139 mmol/l. The initial result was questioned and not reported outside of the laboratory.

Manufacturer narrative:
The electrode serial number and the expiration date were requested but not provided. The investigation is ongoing.